Event description:
During preparation of the pt for neurosurgery, the anesthesiologist attempted to place the central venous catheter at the left subclavian, but after positioning, the catheter was kinking at the skin. The anesthesiologist attempted to remove the catheter, and the guidewire broke (came unraveled). All pieces of the wire were accounted for and a chest x-ray was performed and read as negative. A new catheter was used at the femoral site and the procedure continued. The broken wire was reported to the surgeon and the anesthesia tech submitted the edwards catheter to risk management to be returned to edwards lifescience.